Event description:
A customer contacted baxter's (B)(4) to report that the family's kitten had chewed a hole in the patient line. The technical service representative (tsr) explained to the care giver (cg) that she would need to cycle power off and on and then start over with new supplies. The cg stated she would do so and keep the kitten out of the room. (B)(4) contacted the cg regarding the reported event. The cg stated that during set up, their kitten bite a hole through the patient line. The cg noticed this during prime, before the home patient (hp) had connected. The cg discarded the cassette involved and did not know the lot number. The cg stated they were able to start therapy over with new supplies successfully. The cg stated there was no patient injury or medical intervention as a result of this event.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.